Event description:
A perforation and pericardial effusion occurred. It was reported that nrg transseptal needle was selected for a left atrial appendage closure (laac) procedure. Before radio frequency (rf) activation, a tee was used to confirm appropriate inferior/posterior transseptal trajectory. After rf activation, the physician advanced the nrg needle and punctured at the posterior wall. Patient developed a pericardial effusion after transseptal puncture. A small pericardial effusion was present before the procedure and worsened during it. Pericardiocentesis was performed and patient was drained of approximatly 250 ml sanguinous fluid. The patient remained inpatient after the complication and they were then moved to intensive care unit (ICU). Procedure was completed with original device.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.